Manufacturer narrative:
H6: investigation summary fifteen 2420-0007 samples from lot 19123211 were received in sealed packaging for investigation. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph identified that the tubing had separated from the smartsite y-site. The samples in sealed packaging were subjected to tensile strength testing in accordance with the requirements of bs: en: iso 8536-9: "infusion equipment for medical use. Fluid lines for use with pressure infusion equipment". The products met and exceeded the tensile requirements of the standard in each instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported separation. A review of the production records for lot 19123211 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2420-0007 product over the past 12 months.

Event description:
It was reported that 5 as lvp 20d 2ss cv infusion sets "fell apart" while priming them before use. The following information was provided by the initial reporter: "alaris system dedicated infusion set fell apart on priming before patient use 5 products 2420-0007 of the same lot number found to fall apart on priming prior to patient use."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 as lvp 20d 2ss cv infusion sets "fell apart" while priming them before use. The following information was provided by the initial reporter: "alaris system dedicated infusion set fell apart on priming before patient use 5 products 2420-0007 of the same lot number found to fall apart on priming prior to patient use."